Event description:
Pt had withdrawal symptoms including diarrhea, abdominal cramping, headaches, and a metal taste in their mouth. Fluoroscopy was done and the catheter was visually disconnected from the pump. A catheter revision was then done. The pt is reported to be doing well.